Event description:
It was reported that after a revision surgery to replace the patient¿s previous implantable neurostimulator (ins), stimulation was increased to 10.5v at a pulse width of 1000's post-operatively, utilizing all electrodes, and the patient was not feeling any stimulation. The patient continued to feel no stimulation on the day of the report as well. Electrode impedances had been tested and were all within normal limits. It was further reported that impedances at the time of the report were all within normal range except electrode pairs 0,2; 0,3 and 1,3 which had impedances values of 4,514 ohms, 6,661 ohms and 4,458 ohms respectively. Five days later, it was reported that the patient was having a revision surgery on the day of the report. If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 74001, serial # unknown, implanted: (B)(6) 2013, product type adapter; product ID 7495lz51, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3487a, lot # l38993, implanted: (B)(4) 1996, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported indicated that, after the ins replacement procedure, the patient tried to get therapy to come on with his programmer but was not able to connect. The patient ended up going to the ER facility the next day and was given IV pain medications and sent home. It was also reported that the hcp (health care professional) had told the patient that he was not feeling stimulation probably due to the anesthesia. The patient had met with the hcp and the manufacturer representative and it was stated that "the stimulation was so great." One week later it was reported that the hcp ended up testing each part of the system from the ipg (implantable pulse generator) distally. After testing, it was found that the 17 year old quad lead was showing impedance levels of over 10,000 ohms at 0.7 volts. The hcp replaced the entire system and the patient was then getting great pain relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported 4-5 years ago the patient's battery died and they were in so much pain. The replaced battery didn't match up with the leads. When the patient got home and turned it on it didn't work. The patient ended up in the ER a week later and they re-operated on the patient and put new leads in.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was noted that when the battery was put in four years ago, a manufacturer representative (rep) told the physician which battery was right for the patient¿s leads and it was put in. The patient reported that the rep was wrong, so the patient had to have two surgeries in one week. The patient and his wife were very upset and complained to the hospital and because of this the physician dismissed the patient.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 74001, lot# serial# unknown, implanted: (B)(6) 2013, product type: adapter. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3487a, lot# l38993, implanted: (B)(6) 1996, product type: lead. Product ID: 97754, serial# (B)(4), product typ:e recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3487a, lot# l38993, implanted: (B)(6) 1996, product type: lead. If information is provided in the future, a supplemental report will be issued.